Manufacturer narrative:
Batch review performed on 28 september 2021: lot 2012923: (B)(4) items manufactured and released on 15-04-2021. Expiration date: 2026-03-29 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Additional device involved: liner: mpact 01.32.3648hcat hooded pe hc liner ø36/f (k132879) lot 2005029: (B)(4) items manufactured and released on 12-08-2020. Expiration date: 2025-07-26. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
At 1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.